Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.1. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. One haptic was pulled from the haptic insertion area (returned). The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified company cartridge and handpiece. The file indicated the use of a viscoelastic, which is not qualified for the lens/monarch combination used. The reported lens stuck with plunger could not be confirmed. The lens was returned in the lens case for evaluation. The reported pulled out haptic was observed. The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/monarch combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. In addition, the monarch IFU has specific lens loading instructions for multipiece lenses. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device ((ovd-filled cartridge (diagram provided). The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps as shown. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during surgery, they noticed that the lens got stuck with plunger so the doctor pull out and cause haptic broken. Subsequently the lens was removed during initial procedure and completed with another lens without complication.